Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The patient¿s blood glucose was 10.1 mmol/l at then time of the incident. The customer stated that the display did not return after inserting new battery. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to severe corrosion on electronic board stack. Unable to perform self test, off no power test, unexpected restart error test, displacement test or current measurements due to blank display. Device received with corroded motor assembly and moisture damage on force sensor resistor .